Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10521. It was reported the pt has been experiencing a heating sensation while charging implanted with the scs system. The heating begins within a few mins from when the charging session starts and the ipg site remains warm for a short while after charging has stopped. The pt reported this issue has become gradually worse to the point that he has stopped charging his ipg stating it becomes too hot. The pt declined issue of a new charging system and has requested to have the ipg replaced. The pt will undergo surgical intervention at a later date to resolve the issue. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.